Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿hi¿ (a reading greater than 500 mg/dl) from her adc freestyle libre sensor, which was higher than she felt. She then performed another scan and received a reading of 150 mg/dl, within 10 minutes. The readings when plotted on a parkes error grid fall into the ¿c¿ zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a ¿hi¿ (a reading greater than 500 mg/dl) from her adc freestyle libre sensor, which was higher than she felt. She then performed another scan and received a reading of 150 mg/dl, within 10 minutes. The readings when plotted on a parkes error grid fall into the ¿c¿ zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.